Event description:
It was reported that during a laparoscopically assisted vaginal hysterectomy procedure, the device's tissue pad fell off and was found in the pt's abdomen. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.